Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of radio opaque (ro) marker band detached.

Event description:
It was reported to boston scientific corporation that a tandem xl was used in the common bile duct and intrahepatic bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the fluoroscopic marker at the tip was not visible under fluoroscopy. It was reported by the physician that the radio opaque (ro) marker may not have been present in the first place. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.